Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector on the lcd. The insulin pump had minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a partial display. The patient's blood glucose at the time of incident was 11.9 mmol/l. The customer was unable to see all of the numbers and lines in his pump. The pump was dropped last week due to the belt clip breaking, and the pump sustained damage that caused the partial display. No products have been shipped or returned as of yet.